Event description:
It was reported that the patient was hearing an alert from their implantable cardioverter defibrillator (ICD) and experienced a ¿vib ration on the left side of the device; short bursts. It has not gone off, only once before when I was electrocuted with 220v.¿ the patient further reported that they were told the ¿right lead wire is weak¿ and there was a ¿blip.¿ the device and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmb1d1 implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.